Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified in the mid left anterior descending artery. A 1.2mm x 12mm threader balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 12 atmospheres. However, during the second inflation at 12 atmospheres fro 20 seconds, the balloon ruptured. The procedure was completed with a 1.0x6mm non-bsc device. No patient complications were reported.